Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation cover was broken. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation cover was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11oct2019. An investigation was conducted on 20nov2019. There were signs of clinical use on the jaws. The heater wire was observed to be flexed from the jaw but remained attached to the base of jaw. The black insulation was observed to have been peeled away, exposing the metal component of the shaft. No other visual defects was observed. Based on the returned condition of the device, the reported failure "peeled; insulation" was confirmed as well as an analyzed failure of "material twisted/bent wire". The shop floor paperwork(DHR) was reviewed for the hemopro 2. All the test results meet the specifications and requirements. There were no non conformities observed.

Manufacturer narrative:
Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation cover was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation cover was broken. A replacement device was used to complete the procedure. No patient involvement.